Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event. The patient was treated ten times between 03:12:45 am and 03:24:28 am on (B)(6) 2015. The patient was conscious during the event. The first seven treatments were in response to sinus tachycardia with non-sustained ventricular tachycardia (nsvt) at 140 bpm, 135 bpm, 125 bpm, 130 bpm, 140 bpm, 140 bpm, and 175 bpm, respectively. The post shock rhythm of each of the first seven treatments was sinus tachycardia with nsvt. The eighth and tenth treatment were in response to sinus tachycardia with nsvt at 170 bpm and 175 bpm. The post shock rhythm of those two treatments was ventricular tachycardia (vt) at 170 bpm and 175 bpm, respectively. The ninth treatment was appropriate and was in response to vt at 175 bpm. The post shock rhythm was vt at 175 bpm. Nsvt contributed to the false detections. The response buttons were not pressed during the entire event. The patient went to the hospital following the event and ended use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 07/2013 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.